Event description:
It was reported that: "(B)(6) 2025, when the guidewire was pulled out, the swg was found unraveled. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4). The report that the guide wire unravelled was confirmed through examination of the returned sample. The customer provided one image showing a catheter and a guide wire and returned one guidewire for investigation. The catheter was not returned for evaluation. Signs of use were observed on the guide wire. Visual and microscopic examination identified unravelling from the proximal weld, multiple kinks along the guide wire body, and a core wire break adjacent to the proximal weld. The distal weld was observed to be full and spherical. Functional testing showed that the undamaged portion of the guide wire advanced without resistance, while resistance was encountered at the kinked and unravelled region, preventing further advancement. Dimensional inspection of the guide wire met applicable specification requirements. A review of the device history record did not identify any manufacturing-related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the observed condition of the guide wire and the information available, the damage is consistent with use-related mechanical stress. However, the probable cause could not be definitively determined without evaluation of the catheter involved in the event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, when the guidewire was pulled out, the swg was found unraveled. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."